Event description:
A system alarm occurred during a routine hemodialysis treatment after therapy fluid was depleted. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately. The user's guide contains adequate info regarding alarm recovery instructions. There have been no similar problems reported subsequent to this event. Nxstage medical considers this reported closed. No add'l info will be provided.